Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 400 units of insulin. Multiple attempts were made by tandem technical support to obtain further information regarding the reported event; however, no further information was provided. There was no reported impact to the customer's blood glucose level.